Event description:
It was reported that the collimator on the 9900 system closed down during the case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gie, ffb boards, and ps1 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.